Event description:
It was reported that patient experienced pain at the ipg pocket site. Surgical intervention is pending to address the issue. Patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.